Manufacturer narrative:
Concomitant medical products: 6947m62 lead, implanted on (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a possible device upgrade procedure the patient¿s implantable cardioverter defibrillator (ICD) was disconnected upon pocket incision; however, it was decided not to upgrade the ICD. The physician attempted to reconnect the ICD but the set screw had been backed out too far and the attempts to reposition the set screw were unsuccessful. The ICD was removed and replaced. No patient complications have been reported as a result of this event.